Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 27x1/2in needle pulled out of the hub. The following information was provided by the initial reporter: when applying anesthesia to the patient with a 0.40x13 needle, the needle came loose from the cannon and stuck in the patient's skin.

Event description:
This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR (B)(4).

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR (B)(4).